Event description:
Physician reported that the grebset micro-introducer kit was used to gain access in a patient undergoing a cryoplasty procedure. Due to an unsatisfactory result following treatment, the procedure was aborted and the grebset was discarded by the hospital. Two days later, the patient underwent cystoscopy and a foreign body was found by the treating urologist. The foreign body was removed during the cystoscopy procedure, and was identified as potentially being a piece of a guidewire from the grebset that was utilized two days prior.

Manufacturer narrative:
Upon manufacturer's follow-up with the account, the additional information obtained confirmed that: there was no evidence of a foreign body left behind. There was no visual evidence of any damage to the grebset prior to, during or after the procedure. The grebset was discarded by the hospital immediately following the initial procedure, therefore the device was not returned to manufacturer for evaluation and further investigation. The exact conditions of use of the grebset during this procedure cannot be confirmed. There is no evidence to support that the foreign body removed from the patient during the follow-up treatment was a piece of the grebset guidewire. Per the physician's report, no further treatment was required after the foreign body was removed. (B)(4). Device was discarded by account.